Event description:
Reference number (B)(4). Event occurred in the united states. On 09-sep-2024, it was reported that patient faced infusion set tubing leaking at t: lock. Infusion set had been used for less than 24 hours. No further information available.